Event description:
It was reported that during a da vinci si pyeloplasty procedure the 5mm maryland dissector instrument was found to have tube insulation peeling away with fragments having fallen into the patient. The instrument fragments were retrieved and the procedure was completed. No patient harm, injury or adverse outcome was reported. No further information was provided.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the black coating had peeled. The main tube insulation had scratches and gouge marks. Engineering concluded that damage was likely due to mishandling or misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. - do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.